Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
Reference MDR # 1036844-2011-00054 for the first event involving the same pt. It was reported that the procedure was being performed in the operating room. The physician was inserting a dialysis catheter. A second tunneler was used from the second kit and the physician was unable to restore the connection. At this time, the catheter was inside the tunnel tract. The physician opened a third kit to retrieve a new tunneler to attempt to pull the catheter through the tract. The third attempt was successful. Add'l info received on (B)(6) 2011 stated, the catheter was being placed in the pt's internal jugular vein. It is unk if there was a delay in treatment. There was no pt death and no pt complications were reported. The catheter was successfully placed using the third kit.